Event description:
The physician told the sales representative that the programmer had a "long boot" start, taking approximately ninety seconds to boot to the main screen whenever it is powered on. The programmer was returned to the manufacturer for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.